Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 808:02. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4) . Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:02 was confirmed during event history log review and product evaluation. The cause of the reported condition was defective pump head module (phm). The phm was replaced to fix the reported condition. Additional information: should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.